Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the user interface pcba to resolve the issue. Thereafter proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. It was observed that the capacitor, designator c181, was electrically shorted and cracked.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if it is needed. There was no patient involvement reported with the event.